Manufacturer narrative:
Yes. Journal reference: lim, et al. "Electrical stimulation of the anterior nucleus of the thamalus for intractable epilepsy: a long-term follow-up study." Epilepsia, 2007, 48:342-7. See scanned pages.

Event description:
Journal reference: lim, et al. "Electrical stimulation of the anterior nucleus of the thalamus for intractable epilepsy: a long-term follow-up study." Epilepsia, 2007, 48:342-7. Four patients underwent stereotactic implantation of quadripolar stimulating electrodes in the bilateral ant, guided by single-unit microelectrode recording. The patients were followed for a mean of 44 months. Reportable event: a male patient being treated with both ant and stn bilateral deep brain stimulation for gtcs (seizure) experienced stimulation induced seizures (4) when stn stimulation was on. The stn electrodes (dbs leads 3387 n=2) were removed and the patient noted mild left-hand weakness 2 days after removal of the stn electrodes. Brain MRI revealed a small right frontal hemorrhage. The weakness was transient with no permanent impairment.